Event description:
During a phase of the mobi exam, imaging contrast dye is injected into the the pt. During the portion of the exam, the table does not reach the programmed position or if it does reach the programmed position, the drive motor continues to run. The sequence has to be manually stopped, in order to proceed with the scan. This unexpected functioning adversely affects quality of the exam. To date, there has not been a need to re-inject a pt. This problem has occurred numerous times since september 2002.